Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy procedure, the ligasure device did not seal even though an end tone, indicating a completed seal cycle was heard. No tissue damage. No bleeding. No patient injury reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1212 was received for evaluation. Visual inspection found no defects. The customer reported the device did not seal tissue; there was no thermal spread seen. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.